Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed the battery indicator warning. This complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the issue first started at 1:50pm on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 10 minutes after the alleged product issue occurred they developed a ¿headache and blurred vision¿; however denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the battery did not need to be changed on the meter and there was no misuse of the device. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.